Manufacturer narrative:
The customer returned the device for routine inspection. The inspection failed due to the fan being broken. According to the evaluators, the device was presenting fan error e337. The mechanical lock was worn on the video connector socket. The front panel was cracked on the inside, under the scope socket. Additionally, there were several dents on the corners and under the scope socket on the exterior of the front panel. Heavy paint wear was noted on the top cover and the guard above the power socket on the rear panel was deformed. The software also required updating.

Event description:
The device referenced in this report is an asset return. The customer returned the olympus video system center for routine inspection. The unit failed the inspection due to the fan being broken. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation and the age of the device, it is believed that the reported event was cause due to the fan degraded over time due to long-term use. Consequently, the e337 error occurred because of the failing fan. Olympus will continue to monitor the field performance of this device.